Manufacturer narrative:
Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the bed, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed alarms were not communicating with the nc system. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).